Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 400 mg/dl. The customer treated herself by delivering insulin manually. Upon removing the infusion set, the customer saw that the cannula was bent. The customer resolved the issue after changing the infusion set. The customer later experienced recurring high blood glucose and stated that the cannulas were not bent. While troubleshooting, the customer explained that the high blood glucose caused her to be sick and induced vomiting. The customer was advised to change the infusion set. The customer stated that she would monitor the issue. The customer was advised that the infusion sets would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.